Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, cotton threads at the top. [Device breakage] case narrative: consumer reported via phone that there were cotton threads at the top of the tampon. No injury reported.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, cotton threads at the top [device breakage]. Case narrative: consumer reported via phone that there were cotton threads at the top of the tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.